Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rings of a 3.0mm flow coupler were misaligned during a venous anastomosis procedure on a patient. The rings did close; however, the "prongs did not match up properly from one side of the jaw assembly to the other reciprocal side receiver". There was no report of patient injury; however, the device was explanted and replaced to redo the anastomosis. No additional information is available.

Manufacturer narrative:
Additional information: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.